Manufacturer narrative:
No device was returned for analysis of complaint that physician incurred IV stick injury due to failed safety cover activation after use. Given no product has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem, root cause could not be defined with confidence. All materials in the manufacturing process, as well as all finished good products are released to market based on approved quality specification.

Event description:
It was reported that physician incurred an IV stick injury due to failed safety cover activation after use. The physician was placing an IV in the patient¿s l external jugular. After receiving flash, they pulled back to retract the needle, however, the safety protector did not activate, and the physician incurred a needle stick injury. The event occurred at the hospital in emergency department. There was a patient involvement and there was no reported patient harm.